Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On 14-may-2026, it was reported that the patient faced crimped cracked cannula. The blood glucose was high and last for four hours. The patient got treated with correction injection via multiple daily injection (mdi).